Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4): it was reported that post a stenting treatment procedure, the patient experienced in-stent restenosis and unstable angina. The patient presented with unstable angina. The 80% stenosed and 14mm long target lesion was located in the 1st obtuse marginal with a reference vessel diameter of 2.5mm. The lesion was treated with direct stent placement of a 2.50x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged on aspirin and prasugrel. (B)(6) 2011 the patient presented with unstable angina. Cardiac catheterization revealed 75-80% focal in-stent restenosis at the proximal end of the taxus liberte stent and 85% focal in-stent restenosis at the distal end of the stent. The in-stent restenosis was treated with balloon angioplasty resulting in 0% residual stenosis. The event was considered resolved without residual effects and no other patient complications were reported. The patient was discharged on aspirin and prasugrel.

Event description:
Same patient as MDR ID# 2134265-2012-00734. It was further reported that an ivus was directed down the ramus which revealed that the distal end of the stent and the overlap of the 2 stents appear to be well deployed against the artery wall but both the 2.50x16mm taxus liberte stent and the 2.50x16mm ion stent were slightly under expanded.

Manufacturer narrative:
(B)(4).